Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for follow up. Upon review, the atrial and implantable cardioverter defibrillator exhibited noise leading to over-sensing. No intervention was performed. There were no patient consequences.